Event description:
It was reported that there was a lack of stimulation coverage to the top left side of head. It was noted that some electrodes were out of range, were too high and >20,000 ohms. The lead was unknown. Interventions included reprogramming. Diagnostic methods included interrogation and the prior programming was verified. Etiology was related to the device or therapy and not related to implant procedure. Severity was mild. The outcome was ongoing with no further action needed.

Manufacturer narrative:
Product ID 3708340, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708340, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3986a60, lot# n082356, implanted: 2007 (B)(6); product type lead product ID 3986a60, lot# n082356, implanted: 2007 (B)(6); product type lead. (B)(4).